Manufacturer narrative:
Initial and final MDR 1899342- device 1 of 2

Event description:
Unomedical reference number (B)(4). Event occurred in the united states , it was reported that, the patient experienced issues with two infusion sets, both experiencing the same type of tubing issues. The infusion set tubing leaked at the site on two separate occasions, with event dates on 21-may-2024 and 29-may-2024. The infusion sets were used for 1.5 days each. At the time of the issue, the patient's blood glucose level was 300 mg/dl. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. No further information available.